Event description:
A mynx cadence vascular closure device was placed in me following a catheterization procedure on (B)(6) 2012. It is causing a foreign body reaction resulting in my temporary disability. Specifically, I can barely walk, I experience great difficulty keeping my balance in busy places, and sitting results in intolerable to severe femoral nerve pain. Tests indicate that these and associated symptoms will last a total of 3 months.